Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2020. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: n737645005, ubd: 12-jul-2019, UDI#: 00643169202139 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was multiple back operations and non-malignant pain. The patient reported that they went the ¿first 2 years¿ without receiving any medication properly. The patient stated that the medication was ¿pooling¿ in their back and there was ¿a big lump¿ there that was so sore and they couldn¿t figure out what it was. Their doctor determined that their catheter had pulled out of their spine, so they had to have surgery to fix it.